Event description:
--

Event description:
--

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead displayed fluctuating shock impedance. A red alert was issued indicating shock impedance was high. Impedance had not gone out of range. No noise was seen. Technical services discussed testing lead integrity with a high energy shock and getting an x-ray. The clinician indicated they would probably just monitor the patient monthly via latitude and routine follow up. No adverse patient effects have been reported.

Manufacturer narrative:
It was later reported that at changeout they had decided to only use the distal coil of this lead and they surgically abandoned the proximal df-1 pin due to high impedance. They are now using a single coil system. Shock impedance has ranged from 90 ohms at implant to the 120's ohms range. Impedance currently is 111 ohms. The representative inquired if defibrillation threshold (dft) testing should be performed to test the integrity of the system. There was no evidence of noise or oversensing. They will perform dft's to check system integrity.

Manufacturer narrative:
Approximately two years later, shock impedance measurements were observed to be greater than 125 ohms. No further information was available.

Manufacturer narrative:
It was later reported that the field representative questioned the rising shock impedance at the generator change out. Impedance was 88 ohms. When tested with the pacing system analyzer, pace impedance was greater than 3000 ohms with the proximal coil. Pace impedance was within range with the distal coil. The system had been implanted on the right side and the physician suspected the proximal coil may have been damaged as it was placed near the shoulder. The physician elected to plug the proximal port. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated. It was later reported that shock impedance had risen to >125 ohms. Ts recommended bringing the patient in for evaluation. Ts discussed troubleshooting options. No adverse patient effects have been reported. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the device system again detected an increased shock impedance measurement greater than 125 ohms. The boston scientific sales representative reported that the patient was to be brought into the clinic for further evaluation. At this time, no adverse patient effects were reported.

Manufacturer narrative:
--